Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the shell and delamination. Leak test was performed and found opening on posterior a microscopic analysis was performed which identify three punctured in the anterior side and delamination. Based on the device analysis the final assessment is: three puncture opening on posterior due to surgical damage like. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side saline "rupture" (deflation). The device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.